Event description:
Reportedly, on (B)(6) 2019, the subject smartview was correctly paired to an ICD.on (B)(6) 2020, the back-office noticed that there was no communication between the home monitor and the system. It was not possible to reset the subject home monitor, it did not have any reaction to the pit button and the ICD was not found. The home monitor was still not working the day after, it was not possible to switch it on. The subject device was replaced.

Manufacturer narrative:
Preliminary analysis did not reveal any issue on the returned home monitor.

Event description:
Reportedly, on (B)(6) 2019, the subject smartview was correctly paired to an ICD. On (B)(6) 2020, the back-office noticed that there was no communication between the home monitor and the system. It was not possible to reset the subject home monitor, it did not have any reaction to the pit button and the ICD was not found. The home monitor was still not working the day after, it was not possible to switch it on. The subject device was replaced.

Event description:
Reportedly, on (B)(6) 2019, the subject smartview was correctly paired to an ICD. On (B)(6) 2020, the back-office noticed that there was no communication between the home monitor and the system. It was not possible to reset the subject home monitor, it did not have any reaction to the pit button and the ICD was not found. The home monitor was still not working the day after, it was not possible to switch it on. The subject device was replaced.